Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 24oct2018. The customer reported that replacing the graphic user interface (gui) resolved the issue and the vent was returned to use.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator screen was dark and the values of the settings were "bouncing around". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26-oct-2018. Date of manufacturer: 24-oct-2018. The customer reported that replacing the graphic user interface (gui) resolved the issue and the vent was returned to use.